Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited loss of capture (loc) and oversensing that resulted in pacing inhibition with greater than two seconds of asystole. The rv lead was surgically abandoned and was replaced with no issue. The device was electively explanted and replaced with a new device. Additional information was received indicating that the source of oversensing was not conclusively determined as noise was unable to be reproduced. No additional adverse patient effects were reported. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the case and body fluid contamination in the lead barrels. Additionally, there was a hole in the rv+ seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation was not confirmed.